Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. However, there was no allegation received that nuvasive product caused or contributed to the reported infection and therefore no device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of device manufacturing records for the potential products involved was performed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection.." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings: for sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the precept and precept mas plif implants from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the precept and precept mas plif implants if there is any evidence of damage..." "...handling of the sterile implant: before removing the implants from the package, make sure that the protective packaging is unopened and undamaged. If the packaging is damaged, the implants have to be considered as non-sterile and may not be used. Upon removal from the package, compare the descriptions on the label with the package contents (product number and size). Note the sterile expiry date. Implants with elapsed sterile expiry dates have to be considered as non-sterile. Take particular care that aseptic integrity is assured during removal of the implant from the inner packaging. Open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial two (2) level extreme lateral interbody fusion procedure with posterior fixation from l3 to l5 and one (1) level posterior lumbar interbody fusion at l5/s1. Subsequently, the patient underwent a revision procedure due to a suspected infection approximately 14 months later. During the revision, the fixation construct was removed and replaced with a four (4) level fixation construct from l2 to s1. Further, iliac bone was harvested and grafted to l2/l3. Information regarding the suspected source of the infection and/or microbial cultures were requested but were not available. There was no report of the infection being caused by the devices implanted or utilized during the index procedure. No additional information was available.